Event description:
Provider states the caster housing that is part of the frame where the fork assembly threads into which is the frame itself is stripped. This is not a repairable part as it is threaded in the frame. Update (B)(4) 2013 3:55 pm: spoke to provider. He advised that the end user is an avid outdoors man. He is outside all the time with his chair. Not off terrain but consistently outside. Provider states the end user had contacted him stating that he was having to tighten the screw every day as it kept backing out. Provider went out and tightened the screw as well as added thread lock to tighten and lock the screw in place. Provider states after a week the customer called him again to report it had backed out again. Provider states the area is completely stripped and will not be repairable.